Event description:
It was reported that a female patient developed an rp bleed after a cerebral procedure and mynxgrip (6f/7f) vascular closure device deployment. The bleed was resolved with a blood transfusion and additional manual compression (> 30 min.). The patient was hospitalized due to the mynx procedure and the discharge date was not provided. The physician who deployed the mynx device is a trained mynx user.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1415002) indicated that the device lot met all established performance criteria prior to shipment.